Event description:
I had breast lift and augmentation. There was something noticeably wrong with implant. My doctor kept on saying there was nothing wrong with it but my issue continued to get worse so I had to have surgery again. When doctor (B)(6) took out implants, the one that was causing me discomfort had a indent in it. Large probably about 2-3 inches. I have tried contacting allergan to get implants back since I paid for them and they refused to send them to me or compensate me for having to go through surgery again and get different implants. In the meantime, I have contacted attorneys for help with this situation and the last attorney I contacted told me to seek help from food and drug administration. In the meantime from having a second surgery I have lost almost all sensation in my breast and nipple area. I am at a loss of what to do and what allergan did was completely not right. They should have compensated for the original implants which were faulty. I hope you are able to help me with this. Thank you (B)(6).